Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparo/infantile inguinal hernia.according to the reporter: when the procedure reached its final phase, the surgeon inserted the 2mm-forceps into the miniport and felt forceps get slightly stuck in the port. The surgeon removed the forceps from the port and found the black shaft cover of the forceps had broke when it was scraped on the inner side of the port.